Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Pump error alarm (variable 3) confirmed in the pump history due to broken pin 6 trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had beep anomaly and hardware low level failures. The customer's blood glucose value was 300 mg/dl. Customer reported they are having trouble hearing the beeps. Customer reported the pump beeped during the tone test. Customer reported the pump vibrated during the vibrate test. The customer treated high blood glucose value with insulin pump. The insulin pump will be returned for analysis.